Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the gray bar was present prior to implant. The device had not been exposed to low temperatures. The device may have had premature battery depletion. The device was not implanted. No patient complications have been reported as a result of this event.